Event description:
The customer reported that she passed out and was taken to the emergency room with low blood glucose of 20mg/dl. The customer was treated at the hospital, and she stated that they removed the infusion set from her body. Troubleshooting was performed, and no damage to the drive support cap noted. The caller stated that she give herself a high bolus. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.